Manufacturer narrative:
As part of the post market study, an engineer and clinical endotherapy specialist (ces) were dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the positive scope. There were no deviations observed during the audit. The scope was sterilized at an independent laboratory and returned to the service center for repairs. A visual inspection was performed to inspect the instrument and suction channels on the scope and discovered stains inside the instrument channel. Additionally, the instrument channel has black stains located on the channel wall near the control body side, nearest to the entry. Additionally, there are scrape marks located near the distal end of instrument channel. The suction channel was inspected, which showed no signs of foreign material. The video scope passed the leak test. The service group noted the bending section cover glue was cracked and the nozzle glue at the distal end was peeling. A review of the service history indicated the loaner scope was last serviced on (B)(6) 2018. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Re-culturing was conducted after reprocessing the scope. The sample tested positive for bacillus circulates (1cfu). Persistent organisms were not detected during re-culturing. There were no deviations observed during the reprocessing procedure review. Although no reprocessing procedure deviations were observed, insufficient reprocessing due to improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The referenced scope was not returned for evaluation. The cause of the reported positive culture for the scope cannot be determined at this time. As part our investigation, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the reprocessing techniques of the technician who reprocessed the scope and to provide a reprocessing in-service training if necessary. To date, the ess visit has not been finalized. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market study, the scope cultured positive for low / moderate concern microorganisms (> 100cfu) after reprocessing. Further testing indicated the closet match species were staphylococcus-epidermidis and staphylococcus-pasteuri. There were no associated patient infections reported.